Event description:
Tubing for lipids alarmed "increased pressure" several times despite flushing. Warning started at about 6 hours after placing. Rate was at 1.1. During this shift, the lipid tubing had to be replaced twice due to the same alarm. We have had multiple other reports (different patients) where staff reported that lipid tubing is causing alarms of either "increased pressure" or "occlusion" even after troubleshooting efforts. FDA safety report ID# (B)(4).